Manufacturer narrative:
(B)(4). The analysis results showed that one pse60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. In addition, the device was disassembled and evidence of corrosion on bulk head contacts and motor was noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic bowel procedure, the device misfired. It did not fire at all. A new device was used to complete the procedure. There was no patient impact.